Manufacturer narrative:
Updated fields: b4,d9, g3, g6,h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. Corrected fields: d4 (unique identifier). A getinge field service technician was able to witness the reported failure aswell as replace the display assembly and the rescue top cover assembly . There was no patient involvement addressed in the report as well as no patient harm or serious injury information. Gfe's were sent to obtain this information but there is no reply from the customer. The device returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications. If more information becomes available the complaint will be updated. The failure analysis and testing dept. Received part number with a reported unit failure of the display and top console cover damaged. The fat performed a visual inspection and found the parts to be damaged. Probable root cause as stated by the field technician is customer abuse.

Manufacturer narrative:
Updated fields, b4, g3, g6, h2, h6 (type of investigation), h11. Corrected fields: d9, e1 initial name and mail ID, e3, h6 ( device code).

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Investigation summary was changed. It was reported that the cardiosave intra aortic balloon pump (iabp) unit had a broken display. There was damage to the display assembly. A getinge field service technician was able to witness the reported failure as well as replace the display assembly (0997-00-0563) and the rescue top cover assembly (0380-00-0543) . No patient harm or serious injury information. The device returned to expected use. The fse calibrated and passed all functional and safety tests per factory specifications. Updated information about patient is unknown.

Event description:
N/a.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had physical damage to display. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.